Event description:
On (B)(6) 2011, patient reported the up button on the infusion device does not function correctly. This was first noticed during the bolus procedure. The up button pops up after it is pressed. Patient boluses approximately 4 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.